Manufacturer narrative:
(B)(4). Per the instructions for use (IFU) cardiovascular injury, such as perforation dissection of vessels, ventricle, myocardium or valvular structures, is a known potential complication associated with the tavr procedure. According to the thv training manuals, risk factors for aortic dissection, hematoma or annular rupture during the tavr procedure include significant thv over sizing, severely obliterated sinuses of valsalva, porcelain aorta and/or presence of bulky calcification and narrow calcified stj. In addition, advanced age, female gender, small body weight, and steroid dependency can also be contributing factors. The sapien valve relies on native valve calcium to securely anchor to the annulus. Despite this beneficial aspect of calcium, bulky calcium can increase the risk of calcific nodule displacement into the vasculature, which can lead to vascular injury. At times the extent and distribution of calcium can impair ease of delivery of the valve, correct positioning of the valve, deployment of the valve and procedural success. In this case, patient factors [elderly female patient with severe lvot calcification] appears to have contributed to this event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
After deployment of 26mm sapien xt valve an annular rupture occurred. The annulus was surgically repaired, however the patient expired the next day. The patient was prepped and draped in the usual sterile manner. The balloon was introduced and a bav was performed without difficulty. The 26mm sapien xt was introduced and deployed. Once the valve was deployed the delivery system was removed. The valve was assessed with echo and showed to have moderate pvl. At this point the pressure dropped from a systolic pressure of 100mmhg down to 30mmhg. The chest was opened immediately and a ruptured annulus was discovered. The patient was placed on bypass and the annulus was repaired. Once the rupture was repaired the patient was slowly weaned off of bypass. Once the patient was stable she was transferred to the ICU. The patient expired the next day. The death was attributed to the annular rupture. An autopsy was not performed.